Manufacturer narrative:
Additional information: lot number provided. Product analysis: the device was received for evaluation. The device was returned with the balloon bond necked and with the balloon partially inflated. An attempt was made to fully deflate the balloon using a syringe, but this was unsuccessful due to the necked balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc euphora coronary balloon catheter had balloon deflation difficulties and would not deflate at the lesion site. The lesion being treated was mildly tortuous, mildly calcified and in the ostium of left main (lm) coronary artery/left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered advancing the device. Excessive force was not used during delivery. It was detailed that the balloon would not deflate in the lm. Ultimately the balloon had to be pulled out while inflated. The balloon came back into the aorta where an attempt was made to re-sheath the device inside the guide catheter however the balloon would not fit. The balloon was then pulled back inside the sheath at the groin. The balloon was never deflated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.